Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen goes blank when connected, cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an issue where the image was completely dark when connecting and did not display. This occurred during installation. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 04/07/2025.

Event description:
No additional information received from the customer.